Manufacturer narrative:
Tga incident report reference no (B)(4); submitted to tga (therapeutic goods administration) by a healthcare professional. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted into the patient during a tvt (tension-free vaginal tape) midurethral sling procedure performed on an unknown date. According to the complainant, after the implantation, the patient had experienced pain and subsequently, had to undergo a surgery for mesh removal within 7 days postoperatively. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.